Event description:
It was reported that, the 980 ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui), breath delivery (bd) central processing unit (cpu), printed circuit board (pcb) and the issue was resolved.